Event description:
Customer reported readings of 37, 52, 137, 81, 43, 109 & 58 mg/dl completed within 10 minutes on one adc meter.test were performed on the finger.results when plotted on a parks error grid fell into "c" zone showing the difference to be clinically significant.there was no report of death, seriour injury or mistreatment associated with this event.